Event description:
The end user was using an irc5po2v stationary concentrator, it allegedly exploded and pieces of the concentrator hit the end user in the right side of the head. They called 911 and end user was taken by ambulance to the hospital for evaluation of pain on the right side of their head. They received a cat scan which showed no concussion or bleeding internally. The end user was instructed to follow up with their physician for the partial hearing loss and pain to the right side of their head.

Manufacturer narrative:
Spoke directly with the end user who provided that she was diagnosed with a mild concussion and temporary hearing loss that should return. The end user complained of headaches and bruising which have subsided since the event. This failure appears consistent with a failure mode which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. A field correction was initiate to replace the pe valve assembly on impacted irc5po2v concentrators. This unit falls within the impacted devices of this action.

Manufacturer narrative:
Multiple attempts have been made to obtain more information concerning injuries or any treatment, no serious or permanent injuries have been confirmed at this time. The dealer is retaining the unit, no return of the device is expected at this time. Based on pictures provided by the dealer, which indicate that an overheating event exited the shroud. This failure appears consistent with a failure mode which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
The end user was using an irc5po2v stationary concentrator, it allegedly exploded and pieces of the concentrator hit the end user in the right side of the head. They called 911 and end user was taken by ambulance to the hospital for evaluation of pain on the right side of their head. They received a cat scan which showed no concussion or bleeding internally. The end user was instructed to follow up with their physician for the partial hearing loss and pain to the right side of their head.